Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) stuck accessory/object. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the bending rubber perforated, the lg water supply tubes perforated, the lg water jet supply tubes perforated, the lg air supply tubes perforated, the suction channel deformed, the root brace rubber (lg control body) loose, the angle wire grinding, and the stay coil too short; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.